Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. The customer administered a bolus via the pump to address the bg. The suspected cause of elevated bg was due to the pump not delivering insulin as intended. System check with technical support confirmed the pump was functioning as intended. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of saline and insulin. Information pertaining to hospitalization release date was not provided.